Event description:
It was reported the patient had a change in behavior after eye surgery the week prior to this report. The patient was hearing and seeing things and they had a violent outburst. Prior to the surgery, the manufacturing representative turned the implantable neurostimulator (ins) off and disabled the magnetic reed switch. After the surgery, the patient¿s caregiver turned the ins back on in recovery. The manufacturing representative did not know if there was a link between the surgery and the deep brain stimulation. The patient¿s healthcare professional (hcp) was made aware of this. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).